Event description:
The patient reportedly experienced swelling, redness, and pain at the implant site. The patient met with the surgeon and underwent medical intervention. The patient's implant site has reportedly healed well. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.